Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. The solex IFU provides clear instructions: "do not attempt to insert another catheter into the same vessel(s) as the solex 7 catheter if its tip will reside in the superior vena cava." "Insert the solex 7 catheter after the other catheter to prevent entrapment of the other catheter within the serpentine balloon of the solex 7 catheter." Based on this, it appears that the physician was not aware of this clear instruction provided by zoll. Event of av block was serious because required intervention to prevent impairment. Event of av block was not related to zoll device and was related to the patient's clinical condition of st-elevated myocardial infraction. Customer's advice of paying attention when implanting permanent pacemakers in patients with indwelling cooling catheters since the leads can be fed through the cooling loops should be considered. Customer also should be aware of instructions in IFU. From IFU: use jugular or subclavian vein approach only. "Do not attempt to insert another catheter into the same vessel(s) as the solex 7 catheter if its tip will reside in the superior vena cava. If another catheter is to occupy the same vessel(s) as the solex 7 catheter, you must: place both guidewires at the same time, and; insert the solex 7 catheter after the other catheter to prevent entrapment of the other catheter within the serpentine balloon of the solex 7 catheter. Entrapment of another catheter within the serpentine balloon of the solex 7 catheter should be regarded as a surgical emergency." Re-training of the customer on the device usage could be beneficial. Av block was not related to zoll device.

Event description:
Inadvertently, the physician passed the right atrial pacing lead through the serpentine balloon loops of the solex 7 catheter, while the catheter was in place. When the physician removed the catheter, the lead was dislodged due to the entanglement of the lead with the balloon loops. The lead was replaced after the removal of the catheter. There were no adverse effects on the patient. The solex 7 catheter and the tgxp console performed as intended. There was no malfunction. However, the reporter of this complaint feels that special attention needs to be paid when implanting permanent pacemaker lead(s) to avoid the dislodgment of the lead(s) because of passing the lead(s) through the serpentine balloon loops of the solex. This issue does not arise with the straight balloon catheters of other zoll products.

Event description:
A year of women suffered out of hospital cardiac arrest t due to an st-elevation myocardial infarction. Complicated by permanent third-degree av block. The patient underwent therapeutic hypothermia for 24 hours with a zoll® thermogard xp via a solex 7® (9.3french, length 20 cm) catheter. Due to recurring av-block, a dual-chamber pacemaker was implanted when a temporary pacemaker was pulled the right atrial lead was also extracted due to the atrial lead being fed through the mesh of the cooling catheter on implantation. The right atrial lead was revised the following day. There were no perceivable subsequent adverse effects to the patient. Special attention needs to be payed when implanting permanent pacemakers in patients with indwelling cooling catheters since the leads can be fed through the cooling loops. Medwatch report number mw5101675 received on 11/05/2021.

Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed. Event of av block was serious because required intervention to prevent impairment. Event of av block was not related to zoll device and was related to the patient's clinical condition of st-elevated myocardial infraction. Customer's advice of paying attention when implanting permanent pacemakers in patients with indwelling cooling catheters since the leads can be fed through the cooling loops should be considered. Av block was not related to the zoll device and the procedure.